Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge change error occurred. Tandem technical support made multiple attempts to follow up with customer and obtain more information, but was unsuccessful.